Event description:
User experienced a substantial leak which made a puddle of water at the back of the analyzer. No one was injured, and no patient samples were affected. The field service rep determined someone inadvertently struck the water line with enough force to compromise the integrity of the compression clamp fitting, thus causing water to leak around the hose barb. He removed incoming water line, cut the tubing back 2 inches, and reconnected using a new hose compression clamp. Performance tests were performed which were within specification.